Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was found sleeping after receiving medication via infusion. Upon review, it was discovered that the infusion had started without any instruction or authorization. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported unintended administration of propofol was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The event date was reported as 13 december 2025; time was not reported. A review of the suspect pump module s/n (B)(6) error log showed no errors were recorded on the reported event date. A review of the pump module s/n (B)(6) event log showed no usage of the device on the reported event date. The pcu event log showed the last infusion of ¿propofol¿ on 01 december 2025 in the suspect pump module. On 01 december 2025 at 10:19 am, the concomitant pcu event log showed that the pcu and the suspect pump module were powered on, and the pump module was assigned with channel a. The dataset installed was identified as ¿visn1 v nov 2025¿, and the profile in use was identified as ¿special care¿. On 01 december 2025 at 10:20 am, the user selected ¿guardrails drugs¿ and programmed an infusion with the drugid 495 (propofol), drug amount of 1000 mg, diluent volume of 100 ml, concentration of 10000 cmg/ml, rate of 63.8 ml/h, volume to be infused (vtbi) of 50 ml and dose of 125 mcg/kg/min with an expected duration of 47 minutes. The infusion started with a primary volume infused (pvi) of 0 ml. At 10:22 am the user changed the dose to 180 mcg/kg/min and the rate changed to 91.8 ml/h. At 10:32 am the user changed the dose to 200 mcg/kg/min and the rate changed to 102 ml/h. At 10:50 am the pump module was channeled off. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states that to prevent a potential uncontrolled flow (free-flow) condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. To prevent a potential uncontrolled flow (free-flow condition), do not use an infusion module if it is damaged in any way or does not appear to be functioning as expected. Uncontrolled flow (free-flow) can result in patient harm. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported unintended administration of propofol event could not be identified. The pump module was found to be infusing within specifications. The returned device was fully evaluated, and no anomalies were detected during laboratory testing. Note that this report lists imdrf annex a040502, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an unintended administration of propofol to the patient before the programming was completed. IV fluids and propofol (propofol 1%, 100ml bottle) were connected to the patient while the pump was being programmed, when the clinician noticed that the patient was already sedated. The clinician then observed that some of the propofol had flowed to the patient. The patient's vital signs remained stable. The patient woke up within a couple of minutes. Pump taken out of service and the disposable tubing was changed. There was patient involvement however no harm.